Event description:
It was reported that during a thyroidectomy procedure three clip appliers were being used, one of which was not the manufacturer's device. One device was used to clip the superior pole of thyroid. When applying the first clip, instead of clipping, the device cut the vessel. The other two devices were used to clip small branches and also cut the vessels instead of clipping them. It was believed that these events also occurred upon the first clipping attempt although this could not be confirmed with certainty. It was not known which two devices belonged to the manufacturer. The surgeon was able to quickly grab the vessels, and there was minimum blood loss. The surgeon was not worried that there would be any negative impact to the patient. The patient was stable following the procedure. It was later reported that when the surgeon tried to activate the clip, the clip "was not working at all" and was not "going out." See MFR report #2134070-2012-00185 regarding the other device.

Manufacturer narrative:
Final device investigation showed that the device was sent out with 15 clips but was returned with no clips remaining. The lockout mechanism was in place and working properly. The device could not be function tested due to the lack of remaining clips.